Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod pc into the target location, the physician slightly pulled back the pod pc and noticed it had unintentionally detached inside the lantern. Therefore, the physician pinched the lantern containing the detached pod pc and was removed together. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated at the proximal end of the pusher assembly, and the pull wire was retracted from the pusher assembly ddt. This damage typically occurs during a successful detachment. If the pet lock is forcefully mishandled during the procedure, it may become separated. If the pet lock is separated, the pull wire may retract from the pusher assembly ddt and the embolization coil may detach from the pusher assembly as intended. Further evaluation of the device revealed that the embolization coil had offset coil winds and the pusher assembly was kinked. These damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.